Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damages. Electrical testing was normal. The s-curve hump height was measured within specification.

Event description:
It was reported that during an in-clinic follow-up, high capture threshold was noted on the left ventricular (lv) lead. The lead was reprogrammed. The patient then presented to the electrophysiology lab for an lv lead replacement procedure. Upon review, it was noted that the lv lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced. The patient was in stable condition.